Event description:
Boston scientific received information that this device recorded several episodes where inappropriate shocks were delivered due to either a sinus tachycardia or a supraventricular tachycardia. There were no known allegations against the device's functionality. A review of the electrograms revealed that in two of the episodes, the device delivered maximum energy shocks until therapy was exhausted. No adverse patient effects have been reported in association with this issue.

Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018 (over 8 years later from the original report of multiple inappropriate shock delivery). According to the aicd warranty validation and lead registration form, this chronic device was electively explanted due to normal battery depletion.